Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the patient was having difficulty charging the ins and it was taking the patient longer to charge the ins starting in (B)(6) 2019. The patient turned off the ins and stopped charging around that time. The manufacturer representative met with the patient and was unable to read the ins with the clinician programmer. It was reported that the ins was discharged. A trickle charge was performed, and the manufacturer representative was able to bring the battery back and initiate a normal charging session. No symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that there wasn't any way for the rep to troubleshoot the long recharge because it happened in february and the patient hadn't charged for 2 months. The rep said that did a trickle charge/reset and they cleared the por. No further complications were reported.